Manufacturer narrative:
Corrected: g3 aware date.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the bio-corkscrew was not returned with the corkscrew and sutures assembly. No issues were found with the sutures and driver returned of the suture anchor, biocomposite corkscrew® ft,vented 5.5 x 14 mm with #2 fib erwire® and #2 tigerwire®. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. However, we cannot confirm the cause of the reported event due to the customer did not provide a picture of the broken screw or returned with the device received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor broke directly in the socket. The broken pieces was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.